Event description:
Revision surgery - there was not an actual product issue, patient was just infected, so the doctor did a stage 1 cleanout and replaced the glenosphere and poly.

Manufacturer narrative:
The agent reported revision surgery due to there was not an actual product issue, patient was just infected, so the doctor did a stage 1 cleanout and replaced the glenosphere and poly. Male 80. Complaint has been evaluated and is similar to report number 1644408-2022-00832; 508-36-101, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.